Event description:
During an aneurysm coiling treatment procedure, it was reported the physician pulled the coil cut of the aneurysm to reposition and the coil detached inside of the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.